Manufacturer narrative:
The phaco handpiece was not returned for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. With no additional, related information provided and no phaco handpiece received for evaluation at this time, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that two phacoemulsification handpieces overheats and has low ultrasound delivered. Both handpieces passed prim/tune. There was no obstruction of the tip. The procedures were completed without significant delay with no harm to the patient's. Additional information has been requested.